Manufacturer narrative:
H6: investigation summary: bdj received 9 actual samples and 7 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for damage on the outside of the tube with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for damage on the outside of the tube with the incident lot was observed. Bdj conducted drawing test using colored water and wing needle, and confirmed all tubes drew correct volume of colored water; therefore, the scratches were limited to the outside of the tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® edta 2k there was a cracked tube. The following information was provided by the initial reporter. The customer stated: there was "a crack found on the tube."

Manufacturer narrative:
Investigation summary: bd(B)(4) received 9 actual samples and 7 photos for investigation. The photos were reviewed and the customers indicated failure mode for damage on the outside of the tube with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for damage on the outside of the tube with the incident lot was observed. Bd(B)(4) conducted drawing test using colored water and wing needle, and confirmed all tubes drew correct volume of colored water; therefore, the scratches were limited to the outside of the tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer¿ edta 2k there was a cracked tube. The following information was provided by the initial reporter. The customer stated: there was "a crack found on the tube."